Event description:
It was reported that customer received cartridge alarm while using pump, but no additional circumstances or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or outcomes were described, and no further information was received regarding resolution of event.